Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "sensor expires in 2 hours" message with the adc device. The customer was unable to obtain readings and experienced "hallucinating" and seizure. The customer was seen by a healthcare professional who diagnosed them with hypoglycemia and treated with insulin (dose/type unknown). Please note that the treatment of insulin is inconsistent with the reported diagnosis. There was no report of death or permanent injury associated with this event.